Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she continued to have unexplained high blood glucose levels. Her blood glucose level ranged from 300 mg/dl to 500 mg/dl. Since she started on the insulin pump, sometimes her blood glucose level was higher. The customer has gone off/on therapy multiple times due to higher than normal blood glucose readings. The customer refused to be transferred to the helpline. The device was not returned.